Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's spouse reported that the ambulance was called. The customer's blood glucose was 19 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.